Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on (B)(6) 2017. The coating on the outer surface of the jaw was partially came off. Short circuit error did not occur when an operator output in seal mode with the grasping section closed. Probe error did not occur when an operator performed a probe check. The subject device could be output normally in seal mode and seal & cut mode. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. This type of functional failure is most likely related to the operator's technique. Based on the past similar cases, it was known that the functional failure occurred due to the loose connection between the subject device and the transducer. The instruction manual of the device has already warned as follows: warnings: 1) when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. 2) be sure to fully insert the transducer plug securely. Otherwise, the unsecure connection may result in unexpected disconnection of the transducer plug, resulting in no output, which could lead to potential bleeding.

Event description:
During an uncertain procedure, the subject device was used. The subject device did not work. The procedure was completed with a similar device. There was no patient injury reported. On (B)(6) 2017, olympus medical systems corp. (Omsc) confirmed that the coating on the outer surface of the jaw partially came off.